Manufacturer narrative:
The device was evaluated by a third party service agent where the reported failure was verified. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
It was reported that during an evaluation of the customer's device, it was observed that the device was giving a "therapy leads off message." This occured when a therapy cable was connected to the device and with this reported failure, the device could not detect a patient, if connected. There was no patient use associated with the reported device failure.